Event description:
During manufacturer review of a vns patient's programming history, it was identified that on (B)(6) 2010, the patient was interrogated and found to have vns settings of 0.75ma/20hz/500pw/30 sec on/60 min off. The 60 minutes off is a default setting for an interrupted systems diagnostics test. The patient was immediately programmed to 5 minutes off time on (B)(6) 2010. There is no data prior to (B)(6) 2010 so it is unknown when the programming anomaly occurred, or what vns programming system was used. The faulted test is suspected to have occurred with a different vns programming system.